Manufacturer narrative:
It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis symfony intraocular lens (model zxr00, +19.5 diopter) was explanted from patient¿s operative eye because of the patient experiencing visual disturbance due to dislocation of the lens from centration which is resulting in glares. No further information provided.